Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that upon set up of an impella 5.5 the optical sensor signal was not reliable. The automated impella controller was exchanged without resolution. Implantation of the pump was aborted and a new impella 5.5 was implanted instead.

Manufacturer narrative:
Corrected information has been provided in d4 and h3 additional information has been provided in h6 placement signal issue: based on the signatures of the optical signal metrics during the initial failed calibration attempt that resolved in the field and no defects on returned product, the cause of the placement signal issue was determined to most likely be an air gap as a result of an unintended user error.

Manufacturer narrative:
H6 medical device problem code a141203 omitted. Upon further review, there was no allegation they could not get the pump to turn on. They just had an optical signal issue which is captured under placement signal issues.